Event description:
It was reported through the litigation process that sometime post a port placement, the catheter had allegedly fractured. It was further reported that the catheter allegedly migrated. Furthermore, it was also reported that the patient was allegedly diagnosed with thrombosis. Reportedly, the removal of left internal jugular thrombophlebitis secondary to displaced catheter was performed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month and twenty days port placement, removal of left internal jugular thrombophlebitis secondary to displaced port-a-cath was performed. Therefore, the investigation is confirmed for the reported migration. However, the investigation is inconclusive for the reported fracture, and material separation as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 10/2018), g2, g3, h6 (method). H11: d4 (medical device lot number), h6 (result). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that sometime post a port placement, the catheter had allegedly fractured. It was further reported that the catheter allegedly migrated. Furthermore, it was also reported that the patient was allegedly diagnosed with thrombosis. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported fracture, material separation and migration as no objective evidence was provided for review. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.